Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced unspecified issues with the pump battery, wake button, and touch screen. There was no reported adverse impact to the customer. Customer declined troubleshooting with tandem technical support, and declined to provide additional information.